Manufacturer narrative:
Block h6: imdrf device code a0414 captures the reportable investigation result of a balloon torn longitudinal. Block h11: investigation results: the returned hurricane rx dilatation balloon was analyzed, and a visual and microscopic inspection found that the balloon had a longitudinal tear which produced the reported leak. Media inspection was performed on the photos provided by the customer and showed no visible damage. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon leak was confirmed. The results of the analysis performed on the returned device found that the balloon had a longitudinal tear which produced the reported leak. The longitudinal tear found is likely to have occurred due to procedural factors such as excess of pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during or previous to the procedure could have caused the longitudinal tear on the balloon during the procedure. Therefore, the most probable root cause is an adverse event related to procedure. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, when the balloon was placed in the papilla, the nurse started inflation and immediately it was visible that the balloon was cracked on the proximal end and was leaking. The device was removed from the patient. A second balloon was used but it also had a leak on the same place on the balloon. It was reported that no pieces of the balloon detached inside the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation findings of the balloon torn longitudinally. Please see block h11 for full investigation details.